Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. The customer exchanged the device and the canister, but the alarm did not stop, therefore the therapy was switched to gauze treatment. The next day, the dressing and canister were changed and npwt treatment was resumed without problems, no alarm occurred.

Manufacturer narrative:
The device used in treatment was not returned for evaluation at the time of the investigation. Due to this we have been unable to conduct a visual and functional evaluation, and we are unable to confirm a relationship between the complaint and the device. If a complaint sample becomes available, the complaint will be re-evaluated. Complaint history review was unable to be carried out as no part number was provided. This investigation has now been closed and recorded as insufficient information to determine a root cause. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered.

Manufacturer narrative:
Corrected information.

Event description:
It was reported that during npwt utilizing a renasys touch and canister, an alarm for full occurs even though the canister is not full. The customer exchanged the device and the canister, but the alarm did not stop, therefore the therapy was switched to gauze treatment. The next day, the dressing and canister were changed and npwt treatment was resumed without problems, no alarm occurred.